Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. A visual inspection found a damaged battery compartment and damaged dso seal. The reported problem was verified. The cause of the issue was the damaged battery compartment. The battery compartment was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the battery compartment was broken. There was unknown patient involvement and unknown patient harm/adverse event reported.